Event description:
It was reported by the customer "the peel away sheath is "seriously hanging up in skin". One occurred on (B)(6) 2022. It was replaced with a drop-in microintroducer kit and "worked like a charm."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.